Event description:
This lead is implanted on (B)(6) 1996 and explanted on (B)(6) 2013 due to fracture. The physician was (B)(6) at (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).